Event description:
Nellcor received a report of leaks between the inner cannula and outer cannula on an unspecified model tracheostomy tube. The customer reported that they had to alter their ventilation strategy slightly but there was no patient harm reported.